Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
It was reported post onyx embolization treament procedure, the catheter separated during retrieval. No patient injury reported. Same event as MDR# 2029214-2012-00403.